Event description:
Ous MDR - at m27, 2 external shocks were required to reduce a flutter. Oversensing on the vd lead in was found the next morning, with 5 or 6 inappropriate shocks. The ICD was in rescue mode.

Manufacturer narrative:
Upon receipt, the device interrogation confirmed the clinical observation, the battery status was eos. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent investigations revealed that the electronic module was damaged. This lead to an increased current consumption depleting the battery. The observed damages clearly indicate an electrical overstress by an external defibrillation. By design, the ICD is protected against external defibrillation. However, considering the extremely high electrical fields, as well as the individual circumstances, for example the placement of the defibrillation paddles, a damage to the ICD induced by the external defibrillation cannot be excluded completely. In summary, the clinical observation resulted from the reported external defibrillation. No material or manufacturing deviations was noted.